Manufacturer narrative:
The distal set up joint (suj) was returned for failure analysis with a reported problem of ¿error 23907¿ was confirmed but not replicated. In artemis, error 23907 was found indicating imu kinematic monitor encoder error specifically gravity estimation error. It was coupled with error 23002 indicating encoder overtravel limit reported by the suj tornado thus confirming the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it functioned as expected without errors. The unit was then installed on a pftp where it failed tornado twang motor tests with log error 1173 indicating a searchlight issue. As a result of these findings, failure analysis concluded that the cva pca is consistent with the reported problem and considered the potential root cause. The universal surgical manipulator (usm) was returned for failure analysis and the reported 23907 error was confirmed in lighthouse but not replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested onto our golden system with no errors or faults triggered related to the reported problem. The unit was then tested on the pftp and was able to pass all fa tests including the imu sensor. Around the time of the complaint, field error logs confirmed multiple error 23907 which relates to the imu. Based on these findings, failure analysis concludes that the potential root cause could be the acs.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the distal set up joint to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer encountered continuous recoverable fault on universal surgical manipulator (usm) 1 with error code 23907. Customer had already attempted to resolve the issue by rebooting the system and performing a hard power cycle, but the fault persisted. The customer confirmed that the patient side cart (psc) was from a specific serial sequence and was software compatible with the system, and also mentioned that there had been minor flooding in the room the previous day. Technical support reviewed the system logs and confirmed the repeated 23907 fault on usm 1. Technical support then instructed the customer to power off the system and swap the psc, after which the replacement psc booted without error. The procedure was completing as planned with no reported injury.